Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
The biomed reported to philip's remote service engineer (rse) that he disconnected alternating current (ac) and the unit shut down. The biomed reports that the battery is a 2019 battery and per pneumatics screen battery voltage 15.89. No error codes in significant event log. The biomed does not have access to digital volt meter (dvm) meter to verify charging voltage. The rse suggested to the biomed to replace the battery. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Following the advice of the rse, the customer replaced the internal battery with a battery on hand. The device was functioning and was placed back in service. The battery was disposed and will not be returned for root cause analysis.